Event description:
It was reported that the water temperature of arctic sun device did not cool down during use. Per review of wo on 06apr2023, patient was involved and there was no impact to the patient. Per follow up information received via email on 07apr2023, the device was sent to imi facility for evaluation, the device was under evaluation and the issue was not resolved.

Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error as it was found to be a duplicate of an event previously reported. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the water temperature of arctic sun device did not cool down during use. Per review of wo on (B)(6) 2023, patient was involved and there was no impact to the patient. Per follow up information received via email on (B)(6) 2023, the device was sent to imi facility for evaluation, the device was under evaluation and the issue was not resolved.